Event description:
It was reported that twenty three days after being discharged from a hemiarthroplasty due to femoral neck fracture, the pt returned to the facility due to drainage. The wound site was irrigated and debrided. At this time, the tip of the device fell off and entered the site without the knowledge of the surgeon. Three months after this irrigation due to drainage, the pt exhibited drainage again. This was when the unretrieved device fragment was discovered. The hip implant was explanted and antibiotic beads were introduced into the surgical site. The hip implant has not been re-implanted at this time and it is unk when the procedure will be rescheduled.

Manufacturer narrative:
The device fragment is being held at the account. The lot number supplied by the account for the device does not match the lot numbering scheme used by the MFR. The device history record could not be reviewed if additional info is received, a follow up report will be filed.